Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The pump associated with the reported incident was not returned to our b. Braun facility, which prevented us from investigating or confirming the issue. Test result(s): [ ] defect confirmed [x] defect not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: tpn infusing through filter tubing at a rate of 173ml/hr that is causing issues. Lipids running through primary tubing at 30 ish ml/hr with no issues.IV pump alarming downstream occlusion of tpn infusion. Inspected lines, broviac, and bag. Unloaded and reloaded several times, repositioned pt, tried two other pumps with no success. Notified provider and hung specialty fluids for remainder of infusion time with no issues.